Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment are common complications with baha abutments. Issues can be resolved with clinical case management. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on june 19, 2024.

Event description:
Per the clinic, the patient underwent a skin revision surgery (debridement) (specific date not reported) due to skin overgrowth. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent two skin revision surgery (debridement), first one was on (B)(6) 2023 and second one was on (B)(6) 2024. Both surgery was done under general anaesthesia. This report is submitted on july 15, 2024.